Event description:
Additional information received from a healthcare provider via a clinical study reported that on (B)(6) 2021 the patient did not want surgery and did not believe anything was wrong with their catheter despite the discrepancies and failed dye study. The patient cancelled surgery and requested an increase. The issue was unresolved with no further action planned.

Manufacturer narrative:
Continuation of d10: product ID 8784 lot# serial# (B)(6), implanted: (B)(6) 2018, explanted: product type catheter. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient with an implantable infusion pump receiving fentanyl (concentration 2000 mcg/ml, dose 1525.4, max 1812.7 mcg/day), bupivacaine 1.8 mg/ml for concentration and 10.52, max 12.5 mg/ml for dose for non malignant pain. It was reported that the hcp called about a patient with volume discrepancies. Hcp stated that the patient typically has about 2-3 cc of a discrepancy since his refills in (B)(6) 2021 and that this particular patient comes in monthly for refills. Caller stated that on (B)(6) 2021 the patient came in and they had a 2.8 cc discrepancy , but then on (B)(6) 2021 they expected 1.6 cc and pulled out 8 cc. They thought it was a one time incident so they filled the pump and monitored until today's refill where they expected 2 cc and pulled out 9.8 cc. The caller states that they did not check the pump logs, but the patient is reporting an increase in pain however is not in withdrawal. The patient is scheduled for a dye study on (B)(6) 2021 to check catheter patency. Technical services discussed checking pump logs at that time as well. Please see sr-case # (B)(4) for other patient issue discussed during this call recording.

Event description:
Additional information received from a healthcare provider via a clinical study reported the patient had a catheter access port (csp) contrast study was performed, on (B)(6) 2021, and failed as they were unable to enter/withdraw from the catheter access port. The patient was administered oxycodone and vistaril and the bolus dose was discontinued while the fentanyl was decreased. It was indicated the event was related to the device or therapy. The event was ongoing.

Manufacturer narrative:
Continuation of d10: product ID 8784 lot# serial# (B)(6) implanted: (B)(6) 2018 product type catheter medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.